Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that their bladder had been spasming, so they increased the stimulation but now they can feel the nerve going from their butt cheek to their left leg when they sit down. Patient said the sensation didn't hurt. The agent reviewed information about adjusting therapy. During the call, the patient changed to program 2 but said they felt a flutter in their left leg so they changed to program 6, but they also felt stimulation in their lower left leg. Patient said they would find a program where they felt stimulation in the correct bicycle seat area. The patient will then monitor symptoms and follow up with the health care provider if needed. Additional information was received from the patient on 2026-may-07 a the patient called back and said that they are still having the symptoms of stimulation going down their leg and also stiffness in feet, hands, elbows, and back, which has been going on for a year. The patient said that they think that the implanted lead is causing all their symptoms. The patient said they turned the stimulation off today and asked how long before the therapy stops working. Patient also asked about adverse events. The agent explained that once stimulation is turned off, therapy is off; however, how long it takes for patients to notice a change in symptoms varies. Reviewed general information about adverse events. Patient was redirected to their managing physician to discuss medical symptoms and for medical assessment and direction.